Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('left side of abdomen pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did you undergo an essure confirmation test? No". The patient's medical history included (B)(6), hypertension, bipolar disorder, depression, copd, tachycardia sinus, hernia, anterior cruciate ligament tear and vaginal bleeding. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included bipolar ii disorder, post-traumatic stress disorder and obesity. Concomitant products included gabapentin since 2012, medroxyprogesterone acetate (depo-provera), ramelteon (rozerem) since (B)(6) 2018, trazodone since (B)(6) 2019 and vilazodone hydrochloride (viibryd) from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse") and complication of device insertion ("failed essure placement/ she has asked that if the essure coil are unable to be placed correctly/ essure would not fit in one of my tubes on (B)(6) 2012"). The patient was treated with surgery (she had undergone essure removal). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2012, (B)(6) 2012. Plaintiff had to have tubes tied. Current weight (B)(6) lbs. Fu 14jul2020: discrepant information: date of removal: (B)(6) 2012 (as reported per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.